Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the three dimension (3d) deflectable videoscope had adhesive peeling at the tip¿s objective lens. There were no reports of patient involvement.

Manufacturer narrative:
His supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "glue of the objective lens is peeled off" malfunctions would likely be related to stress from use, external factors or handling. Olympus will continue to monitor field performance for this device.